Event description:
Healthcare professional reported injecting a patient in the chin with 1 ml of juvéderm® voluma¿ with lidocaine. About 6 moths later, patient had developed ¿granuloma¿ and swelling at injection site. MRI performed and noted granuloma and swelling. No biopsy confirming granuloma was provided. Event is ongoing.

Manufacturer narrative:
Type of investigation: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.